Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-27903 - device 4 of 5. E1: patient city: (B)(6). Patient country: china. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced five infusion set leakage event on (B)(6)2024. The leakage was at quick release (qr) and tubing. No further information available.